Event description:
A malfunction alarm was reported, identified by malfunction code 0 with fault ID malf 0-0x2199. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the customer to receive a replacement pump and advised on necessary steps, including putting the previous pump in storage mode and returning it within 10 days. The customer will contact their healthcare provider for backup therapy as none is currently available.